Event description:
A distributing customer reported an incident of an infection that occurred at a user facility. The infection was associated with the use of a disposable ambulatory infusion kit. Follow up communication with the physician at the user facility indicated that they experienced two incidents of infection shortly after they began using the product. However, the physician claims that the incidents may only be coincidental. Both devices were used in a hospital environment. Both patients were hospitalized for their infection. The physician is not concerned to the point of not using the product.